Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that nurse tried to start therapy on the arctic sun device. It looked like water needed. Nurse tried to add water, but device would make noise like it was working, but no water was drawing up. Arctic gel pads were connected and continuing to get alert 01 (patient line open). Therapy will not start. No flow and continues to alert. All lines were straight with no bends or kinks. Nurse tried to drain, but device would not drain. Nurse stated they had not seen water flowing through clear connector at all. Mss had nurse disconnected and reconnected using proper technique. Nurse verified fluid delivery line (fdl) was secure and no cracks or tears visible. Nurse tried to start therapy, but no flow would generate and alerting again. System diagnostics showed that outlet monitor temperature (t1) was 7.5c, outlet control temperature (t2) was 7.5c, inlet temperature (t3) was 27.1c, chiller temperature (t4) was 4.7c, water flow rate (wfr) was 0lpm, inlet pressure was -0.1psi, circulation pump command was 100 percent, mixing pump command was 0 percent, water reservoir level (wrl) was 4 bars, system hours were 4579.7 and pump hours were 4331.1. They should have another device in emergency department (ed) they could swap out and sending device to biomed. Per follow up information received on 05jul2022, there were no reported injuries, and patient was switched to a different device. The device was sent to biomed and confirmed the circulation pump was not working. A quote had been sent to customer and would determine if the device be sent in for evaluation or repair.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that nurse tried to start therapy on the arctic sun device. It looked like water needed. Nurse tried to add water, but device would make noise like it was working, but no water was drawing up. Arctic gel pads were connected and continuing to get alert 01 (patient line open). Therapy will not start. No flow and continues to alert. All lines were straight with no bends or kinks. Nurse tried to drain, but device would not drain. Nurse stated they had not seen water flowing through clear connector at all. Mss had nurse disconnected and reconnected using proper technique. Nurse verified fluid delivery line (fdl) was secure and no cracks or tears visible. Nurse tried to start therapy, but no flow would generate and alerting again. System diagnostics showed that outlet monitor temperature (t1) was 7.5c, outlet control temperature (t2) was 7.5c, inlet temperature (t3) was 27.1c, chiller temperature (t4) was 4.7c, water flow rate (wfr) was 0lpm, inlet pressure was -0.1psi, circulation pump command was 100 percent, mixing pump command was 0 percent, water reservoir level (wrl) was 4 bars, system hours were 4579.7 and pump hours were 4331.1. They should have another device in emergency department (ed) they could swap out and sending device to biomed. Per follow up information received on 05jul2022, there were no reported injuries, and patient was switched to a different device. The device was sent to biomed and confirmed the circulation pump was not working. A quote had been sent to customer and would determine if the device be sent in for evaluation or repair. Per sample evaluation results received on 04jan2023, the root cause of the reported issue was a failed circulation pump. It was reported that the flow meter was indicating low flow. It was stated that the double bend tube was replaced due to expansion. It was noted that the flowmeter was replaced after post repair functional testing indicated low flow due to the impeller spinning too slow.